Event description:
The facility's biomed wiggled the device's multi-function cable and the device internally dumped the charged energy. Also, the device toggled between internal handles or defibrillator paddles if the multi-function cable was wiggled. There was no pt involvement in the reported malfunction.